Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter sigma pump alarmed an error message indicating that there was an issue with the clearlink set. The exact issue was not known. The set was primed. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection was performed and found no obvious defects. A functional test was performed in which the device was reprimed using the instructions on the label copy and observed for flow issues; the sample primed and flowed normally. The device was then loaded into an in-house sigma pump set at an infusion rate of 225 ml per hour and observed for issues; no issues were identified. When the set's regulating clamp and blue slide clamp were closed, the pump correctly alarmed for downstream occlusion. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.